Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed.

Event description:
It has been reported to us that the tip of the guide wire separated and remains inside the pt's vessel. The physician inserted the guide wire into the pt. At some point during the procedure, the tip of the wire separated and remains inside the pt's vessel. Additional info has been requested.